Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia in the aortic position. The valve was implanted in normal fashion and without issue. Upon removal of the esheath, it was noted that the tip of the sheath had been "damaged/torn." All parts of the sheath seem to be intact. As per follow-up with the fcs, there was no resistance at all during the case. The sheath was not torqued during the procedure. The tear was noted to be in the sheath shaft (tip of the sheath) and was jagged in appearance. The root cause of the damage is unknown.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "general risk - failure - sheath distal tip torn" was confirmed per evaluation of the provided imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "upon removal of the esheath, it was noted that the tip of the sheath had been "damaged/torn." All parts of the sheath seem to be intact." Review of returned imagery shows the sheath distal tip to be torn radially. The failure mode is characteristic of sheath tip tear events. While a definitive root cause was unable to be determined, previously investigation indicated that the tear is attributed to improper tip expansion, resulting in interface between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the distal tip tear. The failure mode may be related to improper expansion of the sheath tip during thv advancement. However, a definitive root cause was unable to be determined at this time. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.